Event description:
It was reported with the use of the bd vacutainer® k3e 5.4mg plus blood collection tubes had tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: the customer stated "tubes were crushed at the height of the cap."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® k3e 5.4mg plus blood collection tubes had tubes/ extenders with molding defects (non-cosmetic) that can be used the following information was provided by the initial reporter: the customer stated "tubes were crushed at the height of the cap."